Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging an issue with coding her onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 725pm. The cca was advised the patient manages her diabetes with glipizide pills (2.5 mg). The patient continued to take her usual dose of medication. About 10-15 minutes after the alleged issue begun, the patient claimed she felt a symptom of sweaty. At the time of troubleshooting, the cca walked the patient through correctly coding the subject meter to match the test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.